Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that the electrode array was exposed in the middle ear because of middle ear infection, so it was contaminated. Testing results were totally normal. The patient was reimplanted on (B)(6), 2011.